Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "check pads" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4)'s service department and the customer's report was not replicated or confirmed. The device and multi-function cable were put through extensive testing without duplicating the report. The device was recertified and returned to the customer. The actual electrodes used were not available as part of this investigation. A retained sample test was completed for this part and lot number. The retained pairs of electrodes were visually evaluated, tested for continuity and electrically tested with no assembly discrepancies found. Review of the device activity log and clinical data showed no evidence of pads/paddles short messages. No trend is associated with reports of this type.